Manufacturer narrative:
The device and a photograph of the device were received for evaluation. Visual inspection of the provided picture shows the product unpacked with the blood protection cap on the blood connector. A black particle can be seen in the red circled header cap. Visual inspection with the naked eye of the actual sample shows the product dry and unpacked. The bundle area shows a deflected fiber, and a black particle is clearly visible inside the header cap. The reported condition was verified. The material analysis of the black particle was matched with polyurethane (pur). This type of particle can be caused by the pur-potting process. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event date was reported as an unknown date in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a black dot-like foreign substance was observed inside the header cap of a polyflux 170h set prior to patient use. There was no patient involvement. No additional information is available.